Event description:
It was reported that customer experienced CGM error with sensor and needed assistance. There was no reported impact to the customer¿s blood glucose level. Customer initially was not available to complete pump reset, so Technical Support arranged a callback, then guided customer through full pump reset procedure, after which customer confirmed pump and sensor were working properly.

Manufacturer narrative:
In use at the time of the event:CGM model: Unknown.Mobile OS: Unknown.